Event description:
It was reported that the radiofrequency programmer head would not interrogate brady devices consistently. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was unable to interrogate consistently, it failed all uplink amplitude tests and therefore its cable was replaced. (B)(4).